Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a 1000ml bag of doxorubicin in d5w was programmed manually using guardrails to infuse at 42.4ml/hr. Over 24 hours for three (3) days. It was reported however the infusion went "over by four hours". The customer confirmed the device was a patient's heart level and medication bag hung at least twenty inches (20) above the pump. The customer was using a bd alaris texium pump infusion set 10013361t, plus bd extension set c25012, plus texium closed male luer with female cap 10012241-0500. There was patient involvement however no patient harm. Bd has received additional information. It was reported by the hospital's third-party biomed that they "determined that the root cause of this issue was user error, our technician determined that a staff member programmed a delay when starting the treatment which would account for the treatment running long." Although requested, the devices were not returned to the manufacturer for further investigation. No other information was provided.